Manufacturer narrative:
This report is submitted on july 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain, headaches and shocking sensations with device use resulting in the decision to discontinue use of the device. Subsequently, the device was explanted on (B)(6) 2017. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The corret model # is ci24r(cs), not ci512, the correct serial # is (B)(4), not (B)(4), the correct date of implant is (B)(6) 2002, not (B)(6) 2010 and the correct date of explant is (B)(6) 2017 not (B)(6) 2017 as initially reported.